Manufacturer narrative:
Correction: section d7 - please omit the explantation date in the initial report, the devices were re-implanted. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast reconstruction revision with unspecified gel mentor breast implants and experienced bilateral capsular contracture postoperatively. As a result, the patient underwent device removal on (B)(6) 2005. The physician re-implanted the same implants. This report is for the patient's right-sided device.